Manufacturer narrative:
(B)(4). Returned product consisted of a liberte sds with stent. The device was in two pieces; as received. The balloon was tightly folded with the stent secure on the balloon between the markerbands. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. The inspection also revealed a complete hypotube separation 21cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination and tactile inspection presented no damage or irregularities in the inner or outer shafts of the device. Microscopic examination presented no damage or irregularities in the balloon or bonds of the device. An inflation device filled with water was connected to the remaining distal end of the device by attaching a toughy and a stopcock to the fractured hypotube. When positive pressure was applied, the stent was deployed and the catheter maintained constant pressure, there was no indication of any leaks or other irregularities. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on analysis completed on 03-nov-2014. It was reported that failure to deploy stent occurred. The target lesion was located in the left anterior descending artery. Following the insertion of a 0014 unspecified guidewire, a 4.00mm x 8mm liberté¿ stent was advanced to treat the target lesion. However, upon deployment, the physician noted that the stent would not 'swell'. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.